Manufacturer narrative:
Additional review determined that patient codes (B)(4) no longer apply to this event.

Event description:
Additional information received from the hcp stated that spinal cord stimulators do not cause bone spurs.

Manufacturer narrative:
(B)(4).

Event description:
The patient reported that they had a bone spur growing above their incision site which was very painful. Their doctor had recommended that the bone spur be removed. It was also noted that during the implant surgery, the vertebrae above their incision was affected. The patient also had headaches on their right side when they woke up and percocet wasn¿t helping. It was noted that the headaches were caused by rods that the patient had inserted in their neck. The rods gave them a sharp, burning pain on the right side of their neck. When the patient would touch the area they could feel something snap. The patient wanted their rods removed but their pain doctor noted that they had been in too long to be removed. However, their primary care provider recommended that the rods be removed. There were no falls or trauma reported associated with these issues. The patient had an appointment scheduled for (B)(6) 2016. The patient was implanted for non-malignant pain and degenerative disc disease. No relation was indicated between the stimulator and the patient¿s rods in their neck. Further clarification has been requested for this information. No troubleshooting, diagnostics, interventions, or causes were reported with this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.